Event description:
It was reported by the patient that the tracheostomy tube was inserted into the patient; however, the patient was unable to breathe immediately after insertion. The tube was removed promptly. Upon further inspection, the balloon cuff would not inflate when tested. The device was handled by the caregiver. The device was reported as faulty directly out of the box. There was patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D2b, d3, d8: updated. E4: updated. G4: updated. H3 and h6 codes: updated. One sample was returned for evaluation. Review of the lot history showed no nonconformities that could have contributed to the reported complaint. Visual inspection revealed no physical damage or abnormalities. Functional testing confirmed that the cuff inflated as expected. Consequently, the complaint could not be verified, and a root cause could not be determined.